Manufacturer narrative:
Event date is on an unspecified date in 2019. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. The patient was hospitalized for the event. At the time of this report, the patient was discharged from the hospital and was recovered from the event. Pd therapy was discontinued and the patient's peritoneal catheter was removed and the patient was switched to hemodialysis therapy. No additional information is available.